Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2009, in the pt's left (os) eye. The lens was explanted two days later, due to excessive vaulting associated with elevated iop and corneal edema. It is planned to implant a shorter lens.

Manufacturer narrative:
Secondary surgery.